Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the shock cannot be delivered. There was reportedly no patient involvement. Remote service was provided and determined the cause of the issue was a malfunction of the therapy pca and capacitor assy that are faulty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The parts will not be ordered, due to eol. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib shock is not delivering there was no reported patient involvement.